Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter was flushed outside the patient and then reinserted over a non-boston scientific (non-bsc) guide wire. However, it encountered resistance while being advanced into the guiding. When a small amount of force was applied, it could not move forward. The catheter was then withdrawn and it was discovered that it had broken into two pieces. The procedure was completed with another device of the same device. The patient condition following the procedure was stable. It was further reported that the target lesion was 80% stenosed, non-calcified, and mildly tortuous. The sheath detached and was removed with the guide catheter. No damage was noted with the guidewire.

Manufacturer narrative:
H6: device codes - correction.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter was flushed outside the patient and then reinserted through a non-boston scientific (non-bsc) guide wire. However, it encountered resistance while being advanced into the guiding. When a small amount of force was applied, it could not move forward. The catheter was then withdrawn and it was discovered that it had broken into two pieces. The procedure was completed with another device of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter was flushed outside the patient and then reinserted over a non-boston scientific (non-bsc) guide wire. However, it encountered resistance while being advanced into the guiding. When a small amount of force was applied, it could not move forward. The catheter was then withdrawn and it was discovered that it had broken into two pieces. The procedure was completed with another device of the same device. The patient condition following the procedure was stable. It was further reported that the target lesion was 80% stenosed, non-calcified, and mildly tortuous. The sheath detached and was removed with the guide catheter. No damage was noted with the guidewire.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer showed the device with the sheath detached.